Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed a fault code 34 (encoder failure) error message was confirmed during the archive data review. The functional testing revealed a failed encoder gearbox as a root cause of fault code 34. The reported complaint of the driveshaft being found to be jammed was confirmed during the functional testing and the root cause was found to be a failed drivetrain motor. The cause for the failed drivetrain motor and the failed encoder gearbox was due to heavy corrosion that was observed during the functional testing of the drivetrain motor. The heavy corrosion was likely attributed to the ingress of the blood. A review of the archive data showed the fault code 34 error message, thus confirming the reported complaint. During further functional testing, the driveshaft was observed jammed and could not be rotated to the home position due to the heavy corrosion. To remedy the issue, the failed encoder gearbox and drivetrain motor were replaced. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed fault code 34 (encoder failure), and the drive shaft could not be rotated to the home position. No patient involvement.